Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Several noise episodes were noted on the right ventricle (rv) lead. The lead was capped and replaced. The associated ICD was also explanted and replaced. There were no consequences to the patient.